Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a crack at display screen. Crack does not prevent customer from reading the screen, but healthcare professional requested that insulin pump be replaced. It was reported that damage may have been caused from insulin pump falling out of customer's pocket. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced per request from healthcare professional. No further information provided.

Manufacturer narrative:
Pump was received with cracked lcd window, cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.